Event description:
It was reported that the pump was not infusing the proper amount. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, degraded dso seal found due to air bubble on dso seal. Functional testing performed, found contamination on ¿cam¿ sensor and degraded dso seal. The unit passed accuracy test with 0.292%. The complaint could not be confirmed/duplicated. The cause was unknown. Replaced expulsor assembly for preventive measures. Replaced ¿cam¿ sensor due to contamination found on it. Replaced air detector twice, once due to damage on black wire observed and second time due to replaced air detector not passing air detector test. Replaced dso sensor assembly due to degraded dso seal, keypad, and labels. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.